Event description:
On several occasions (+/- 2 in 100) over the past several weeks the dental clinic had problems expressing anesthetic out of the carpule once it is loaded into the syringe. The diaphragm-piercing tip of the needle on the defective ones is approx. 1/8"+ shorter than the normal ones, just enough to keep it from piercing the carpule. The lot # involves the 27 gauge long dental needles only. This has the potential of causing the clinician to push harder on the syringe thumb ring thinking the rubber stopper is stuck and then having the carpule shatter. It is believed that this is a flaw in the production of this product. Probably a one time occurrence but would like other clinicians to be made aware of this.